Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia up to 330 mg/dl after a late meal announcement, with glucose trending down during follow-up and no alerts or alarms reported. Symptoms included no acute clinical effects. Outcomes included no need for professional medical intervention and no backup therapy. Investigation included review of device data and user reports regarding meal timing and glycemic trend. Investigation of this case revealed that hyperglycemia was attributable to delayed meal announcement, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related timing of the meal announcement leading to postprandial hyperglycemia.